Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump shut off unexpectedly. Subsequently, it was reported that the customer experienced diabetic ketoacidosis symptoms and was hospitalized; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.